Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when the fetal scalp electrode was removed, it was noticed that the entire electrode came off and there was no metal spiral at the end of the electrode. Metal was found later from baby¿s head. A consultation with the surgeon had been performed and the surgeon had the spiral removed without a separate procedure.

Event description:
It was reported to philips that when the fetal scalp electrode was removed, it was noticed that the entire electrode came off and there was no metal spiral at the end of the electrode. Metal was found later from baby¿s head. A consultation with the surgeon had been performed and the surgeon had the spiral removed without a separate procedure

Manufacturer narrative:
The alleged malfunctioning fetal scalp electrode was requested for evaluation but has yet to arrive. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available.

Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2022-00109 with corrected information to update the registered legal manufacturing site.